Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into the emergency department (ed) in cardiogenic shock with hypotension and elevated lactic acid with a pump that was off. The pump was not restarted as it had been off for over 2 hours. The system controller was not swapped as the pump had been off for an extended period of time and they did not want to risk restarting the pump and sending clots to the patient. The patient was emergently placed on venoarterial extracorporeal membrane oxygenation (va ECMO) and went for pump exchange later that day. Per the customer, review of device history showed no reason for it to turn off or for the system controller and/or pump to stop working. Log files were sent for review. The log files captured system controller fault and communication (comm) fault alarms beginning at 11:56 pm on (B)(6) 2026. Additional log files were sent after an attempt to restart the pump using the patient's backup controller. The log files captured no further comm fault alarms. The pump was unable to restart for more than a few seconds at a time and could not reach a speed about 1650rpm. The patient was alive and recovering from the pump exchange.